Event description:
It was reported by customer biomed; during patient set up the unit does not power on when plugged into ac power, unit removed from service. Biomed evaluated unit and was able to duplicate stating unit hac black screen and was alarming at power on, both amber leds are illuminated, and battery is charging, verified 24 vdc present. Replaced flow sensor assy and pm pcb to correct issue but problem persists, requests further troubleshooting.

Manufacturer narrative:
H10: customer stated that they would consult management for next step action and call back for fco services. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.